Event description:
The customer reported that when the device was plugged in, the screen was black and showed no image during inspection for use involving an olympus camera head. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.